Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose (bg) level was above 500 mg/dl. Customer delivered a manual injection to address bg. Reportedly, the customer cleaned the speaker holes and cleared the alarm.